Event description:
On (B)(6) 2014, the customer called to report uneven suction and was concerned that their right breast is not emptying as much as it should. On (B)(6) 2014, the customer contacted ameda via phone call and stated she had right breast mastitis which started last week. The customer stated that she was taking an antibiotic.

Manufacturer narrative:
Disposable component parts for the pump were sent to the customer on (B)(4) 2014 and (valves, diaphragms and flanges). Customer received parts and had no complaint with pump function on the final call to ameda on (B)(4) 2014.